Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio iq) read inaccurately low compared to another device. The reporter could not specify the results obtained on either device or the time difference between tests. This complaint is being reported because the reported issue was not resolved with troubleshooting.